Event description:
It was reported that the customer's insulin pump was not staying powered on despite several battery changes. Her blood glucose was 132mg/dl at the time of reporting. She also stated that the device was chipped near the reservoir compartment. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners, reservoir tube, reservoir tube lip, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.